Event description:
During a code situation, clave valve on primary set was used to push stat drugs. Used valve x 3 then to "stuck" (inner plug stayed down - did not spring closed). Lost IV site, fluids poured from adapter. Restarted IV in middle of code - used a needle adapter on valve this time. Pt expired.